Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant procedure of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) after the device and electrode were connected, automatic set up was performed which displayed low amplitude r waves and oversensing of t waves. Subsequently, the electrode was repositioned and still exhibited the same observations. Therefore, due to the patient being high risk, the physician opted to close the pocket and completed the procedure. Once the patient woke up from anesthesia, re-screening was performed. Ultimately, the physician opted to implant a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the initial implant procedure of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) after the device and electrode were connected, automatic set up was performed which displayed low amplitude r waves and oversensing of t waves. Subsequently, the electrode was repositioned and still exhibited the same observations. Therefore, due to the patient being high risk, the physician opted to close the pocket and completed the procedure. Once the patient woke up from anesthesia, re-screening was performed. Ultimately, the physician opted to implant a transvenous system. No additional adverse patient effects were reported.